Event description:
The dr reported that he placed a left and right mandible implant and a chin implant on his pt. The dr stated that the right mandible implant shifted one month after surgery from its original position and the left mandible implant shifted eight months after surgery from its original position. The dr stated that the implants shifting led to an infection. The dr stated that he did not have the option of screwing the posterior part of the mandible implants to the bone because of underlying nerves and there was little bone available for fixation. The dr reported that he removed the left mandible implant.